Event description:
Patient sustained serious injuries when the arm of her electra-ride ii straight-rail stairlift broke away as she was being carried up the stairs at her residence, causing her to fall down the stairs.

Manufacturer narrative:
As of the date of this submission, no evaluation has been done due to possible litigation.